Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. The logfile shows one successfully performed treatment. The reported patient interface with the serial number was used for the patient's left eye and for the second treatment. The treatment was already cancelled by user prior to procedure due to difficulties in the suction process with another patient interface and was restarted with the reported patient interface. The treatment for the patient's left eye was not repeated again. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported suction loss (unknown timing) with a patient interface (pi) during laser procedure.